Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports (same product ID, same lot number, same reporter, different serial numbers). During inspection of products by the distributor, foreign material was found inside the sterilized package. There was no patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on 09/16/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: a review of batch history record indicates that lot met requirements before released to finished goods. Lot was mfg on 18 mar 2015, and it will be expired 30 sep 2017. Complaint history, model 110-4xxx, from aug-2014 through jul-2015 reviewed; (B)(4) other complaint issued with complaint code pkg001, and it was confirmed. The number of units, model 110-4xxx, ((B)(4)) jul-2014 through jun-2015 divided by the number of confirmed reports (B)(4). Conclusion: the customer complaint that there was ¿foreign material inside the sterilized package¿ could not be verified. A visual inspection was performed according to site workmanship standards where five different operators attempted to locate foreign material or particulate. All five operators were unable to identify a foreign material or particulate in the packaging.